Manufacturer narrative:
Initial.

Event description:
It was reported that the user received repeated alert 38 motor stall notifications and contacted support; the agent guided the user to disconnect tubing, restart the ilet, remove and reinsert supplies, perform a dry run with no alerts, and then complete a full supply change before resuming insulin delivery. Symptoms included no reported clinical effects. Outcomes included restoration of insulin delivery after the full supply change. Investigation included guided troubleshooting, device restart, dry run without the infusion set connected, and a complete supply replacement using documented lot numbers for the infusion set, cartridge, and connector. Investigation of this case revealed a consecutive motor stall condition that did not recur during the dry run and was resolved after a full supply change, consistent with a transient motor stall alert and possible supply interface or flow resistance issue. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive but consistent with transient stall recoverable through supply replacement. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.